Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. Repeat tests were performed using pcr and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "it was reported that there are false positive results."

Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding the complaint that alleges a patient tested positive when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch numbers 1090845 and unknown, however, pcr test result was negative. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation was performed on the batch number provided and no relevant issue was found. Retention sample testing was not done because the material was expired. Bd makes no claims on expired products and stability studies have shown the use of expired materials may affect the sensitivity of the assay. Therefore, expired materials will not be tested. The root cause could not be identified. A trend was identified for false positive results. Based on the trend, a corrective and preventive action (CAPA) 1878253 was initiated. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h10.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. Repeat tests were performed using pcr and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: " it was reported that there are false positive results. ".